Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was received in three pieces. Three external insulation abrasions breaching the outer insulation were found at ddistal end of the lead; this is consistent with friction to another implantable device or feature of patient anatomy.